Event description:
I have been using the resmed f20 full face mask for about 2 weeks I followed the manufacturers instructions on cleaning exactly it says to each day rinse the frame mask and elbow under running water and clean with a soft brush until dirt is removed. It also says to weekly soak the components in warm water with a mild liquid detergent for up to 10 minutes. Brush the moving parts around the elbow then leave to air dry. I followed these instructions in the given resmed booklet exactly. On (B)(6) at around 3am I woke up feeling short of breath with a cough. It almost felt I wasn't getting enough air (this has never happened with any CPAP mask ever or even before I started CPAP) I inspected the entire mask and didn't notice anything unusual. However when I came to the elbow joint of the mask (referred to as the f20/f30 quiet air elbow) I noticed a cap that couldn't be removed with a small slit for air to come out of. And in that slit I noticed foam which had some slight black discoloration. Since the foam is extremely difficult to even tell it is there and unable to be removed by any other means I proceeded to remove the foam with a fork. Once I removed the foam I noticed many black spots that appeared to be mold I do believe these spots are mold due to my cough and the fact that my hand began to have hives after touching said foam with black spots. I was horrified. I did some digging and I found comments on reddit, apneaboard.com, facebook, and a post by a youtuber named CPAP reviews mentioning this very issue going as far back as 2019. This is a huge design flaw. The foam in the elbow which resmed says to soak and then air dry cannot possibly dry it is mostly enclosed. The foam cannot be taken out or even seen by normal means I would imaging most people would never know if their mask elbow began to mold. Not to mention it is connected to the CPAP tube which brings humid moist air and it connected right up to the mask which would allow humidity from exhaled breath to moisten this foam pad as well not to mention the fact that it is right up against your face allowing mold spores to be easily breathed in. I am truly concerned as many people may have been exposed and not known especially immunocompromised people and elderly on CPAP. This is a dangerous defect that could have effected millions of mask as resmed is one of the largest CPAP mask companies in the world. I do have the elbow still in a brown paper bag and I have pictures of the elbow the foam pad from the elbow and comments from facebook youtube reddit and the CPAP forum but I am only able to upload so much on here before I reach the limit. Thank you for looking into this I am willing to do whatever I can to help and cooperate.